Event description:
It was reported that the insulin pump alarmed no delivery during bolus and normal procedure. The blood glucose reading was 334 mg/dl. The high blood glucose was treated with manual injection. Troubleshooting was conducted. The customer states that the insulin itself was the problem because it was cloudy. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).